Event description:
This 56 y.o. Male had his first surgery on 11-12-98 for hydrocephalus secondary to an arachnoid cyst. At that time, he had a delta shunt valve and a ventricular catheter placed. On 11-22-98, the pt returned to surgery because the cyst enlarged, causing an increase in the hydrocephalus. The surgeon revised the shunt in order to drain the cyst, by using a y connector and a cordis catheter. The pt did wall until 2-3 weeks ago, when he began experiencing headaches and some puffiness near his incision. A CT scan on 5-7-99 showed contrast leakage at the shunt site. He went back to surgery on 5-8-99. During surgery, the surgeon noted a fracture in the y-connector, as well as one in the catheter. These were replaced successfully. He was discharged on 5-10-99 in satisfactory condition.